Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead was attempted in four positions and in each position, sensing was not occurring and the lead looked like it had a "kink" just above the ring. The lead was removed and another lead was used. The second lead was successfully positioned, however, after the pocket was closed, the final view on fluoroscopy revealed the lead had dislodged. The lead was explanted and not replaced; the atrial port of the device was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.